Manufacturer narrative:
Block b3: exact date unknown, event occurred months prior the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced difficulty charging and had discomfort at the implantable pulse generator (ipg) area due to weight loss. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was not returned.